Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, after the planned (non-emergency) treatment was done and the patient was transferred to another room, the customer attempted to restart the system, but it did not reboot properly. The system logfile was showed that multiple restarts were performed without success because of the x-ray-pc did not function correctly. Upon troubleshooting, the fse reloaded the software to the whole system and performed the calibration and level one image quality (iq) test. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.